Event description:
It was reported that patient underwent hip replacement surgery in (B)(6) 2009. Revision procedure was performed on (B)(6) 2014, due to elevated metal ion levels. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - (B)(6) 2009 (exact date unknown). This is 1 of 2 mdrs relating to the same reported event. (Also see: 3002806535-2014-00087).